Manufacturer narrative:
The clinical report/der: patient revised for pain and osteolysis. Doi (B)(6) 2001 dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4). It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/21/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, fracture of the lesser trochanter, pseudotumor, and corrosion on the trunnion and head. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update rec'd 7/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from lysis, pseudotumor, reactive and wear type granulation tissue. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report/der: patient revised for pain and osteolysis.

Manufacturer narrative:
Update (B)(4) 2013 - medical records were received. Records indicate the patient had a lesser trochanteric fracture. The stem and sleeve were added to the complaint and the complaint re-opened. Update (B)(4) 2013 - x-rays were received. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4). Medical records including progress notes, initial surgery and revision surgery operative notes, and pre-revision x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.